Manufacturer narrative:
Manufacturer ref. No. : (B)(4). The device was not returned to baxter and an evaluation could not be performed. If the device is returned an avaluation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has constant upstream occlusion alarms. It was also reported there was no patient involvement.